Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and tactile examination of the hypotube shaft noted that the device was returned in seven pieces and kinked in numerous placed. The hypotube was broken 27cm distal to the distal end of the strain relief and 53.58cm proximal to the distal tip of the device, with the remainder of the hypotube broken into 5 separate pieces of varying length. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified multiple kinks throughout the length of the extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The 80% stenosed, with a length of 20mm, a vessel diameter of 2.5, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. The patient underwent percutaneous coronary intervention (pci). During the procedure, it was noted that the guidewire was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The 80% stenosed, with a length of 20mm, a vessel diameter of 2.5, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. The patient underwent percutaneous coronary intervention (pci). During the procedure, it was noted that the guidewire was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.